Manufacturer narrative:
Add'l info has been requested and if rec'd will be supplied on a supplemental report.

Event description:
It was reported that "the pt came in to see the surgeon because you could physically see the plate through his wound. Surgeon decided he needed to take the plate out. During the procedure, 1 of the proximal locking screws was cross threaded. He removed all screws with no problem except screw that was left in the plate. Surgeon had to pull the plate out with screw still in. This left large bone void because with the screw came bone and hydroset. Surgeon then had to use po-1 to fill void."